Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead caused a perforation and exhibited high thresholds with intermittent capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.